Manufacturer narrative:
Device evaluation:per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and stress marks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "rupture with breast swelling", "seroma". This record is for the right side. Device was explanted and replaced and it will be return.

Event description:
Healthcare professional reported right side "rupture". Device has been explanted, replaced, and it will be return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported right side rupture, seroma and swelling. The device has been explanted.